Event description:
Malfunction: system message displayed during set-up. The customer reported that a system message displayed during set up. The system was rebooted twice, but the same message occurred. The surgery was performed with another system. The case was delayed about 20 minutes. The pt was in the surgery room, but had not yet been anesthetized.

Manufacturer narrative:
No samples were returned for investigation. The event log was returned, and data indicated that the actual value of the pressure transducer offset was below spec. The reported system message is displayed when the infusion pressure transducer offset is out of range. This system message occurs upon power-up. A software change request has been initiated to address the tolerance band currently set by the software. The device history record was reviewed and there were no related issues in mfg for this system during assembly/testing. A review of complaints for the last 24 months did not indicate any add'l related complaints for this system. (B) (4). (B) (4). (B) (4).